Event description:
A critical patient was being transported by one of our system-owned ambulance rigs to a non-system health facility and was approximately thirty minutes from arrival to this facility when the lifepak heart monitoring stopped working. Crew member could only see artifact. The pulse oximetery, end tidal and blood pressure were still working and crew was able to monitor the pulse from the pulse oximeter and manually. It was determined that there was no negative impact on the patient. The lifepak was pulled from service immediately after this run. Follow up: our biomedical engineering department received the malfunctioning lifepak. The biomed technician noted reported error, "heart monitoring stopped working, p1 and p2. Popped up saying not zeroed and service light came on." The biomed tech checked the lifepak's service log and this indicated that error code 600c. Tech cleared the code and checked connections on the board (these were ok). The tech ran the unit and was able to duplicate the same problem on ECG and spo2 working intermittently. Tech suspicion is that a01 board is defective. Biomed tech contacted physio control tech support and received confirmation from them that biomed can not replace the board. The unit was shipped to the vendor for repair.